Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was connected at the time of the alarm. Hp does use one patient extension line during therapy, which hp regularly does not connect to the patient line of the homechoice set until after the prime cycle has completed. After the alarm tsc assisted hp in ending therapy early. Hp setup with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident.